Event description:
It was reported that the balloon ruptured. A peripheral cutting balloon (pcb) 2cm was selected for use in a percutaneous transluminal angioplasty procedure in the superficial femoral artery. The target lesion was moderately calcified and 70% stenosed. The pcb 2cm was advanced to the target lesion over a 0.18 guidewire. It was inflated to 10 atmospheres and burst. The pcb 2cm was successfully removed. The procedure was completed with a new device, same model. There were no patient complications.